Event description:
The manufacturer received information alleging an "error in pressure build-up valve for single-hose system" on a trilogy evo, germany device. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo, germany device at the third-party service center, a ventilator inoperative error evt_press_sensors_failure was discovered in the device's event log. The device's system board was replaced to address the issue. Additionally, the device's blower, machine flow sensor and one of the in-line filters are contaminated and needed to be replaced. The air foam inlet filter, muffler and particulate filter will be replaced due to the 4-year preventive maintenance procedure. Replacement of the device's system board also addressed evt_out_press_railed_low and evt_mon_press_railed_low errors discovered in the device's event log. The device failed a functional test for aev failure which was resolved by re-seating the tubing. The device passed final testing. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements.